Event description:
The customer reported to olympus that during reprocessing for a diagnostic procedure they discovered that the evis exera iii colonovideoscope had something blocking the scope channel. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: the labels had minor peeling; there was no brush passage from suction cylinder to insertion tube (it); it insulation t/s had no drop; the image had dots; tears found inside of channel on it side; control knob had play; distal end plastic cover had dents and scratches; light guide lens was cracked; bending section cover glue had cracked on both sides; insertion tube had minor scratches and not catching cotton/chipped boot; and the light guide tube had minor dents and buckles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material was identified as broken forceps and it is likely the material remained in the device due to the damage discovered in the forceps passage. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) process where the following deviation from instructions for use (IFU) was confirmed: incomplete brush point check due to the obstruction found during scope cleaning/processing. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The intended procedure was a colonoscopy that lasted 15-30 minutes and was completed using the subject device without any delays.